Event description:
It was reported while using bd insyte¿ IV catheter 24ga the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: case 2: intravascular catheter number 24 is requested from the pharmacy. They send a bd insyte catheter, which when the first venipuncture attempt is made, the plastic part is damaged, then a new catheter is opened and it is observed with a damaged plastic tip.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photos. The engineer observed the product packaging in the first photo and the actual catheter/adapter assembly in the second. However, based off the second photo the engineer could not identify any issues with the catheter tip. The resolution of the provided photo was too low to make out any defects with the tip. The engineer could also not identify any issues with the device being bent or piercing through the catheter tubing. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects could be identified in the provided photos a definitive root cause could not be determined.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photos. The engineer observed the product packaging in the first photo and the actual catheter/adapter assembly in the second. However, based off the second photo the engineer could not identify any issues with the catheter tip. The resolution of the provided photo was too low to make out any defects with the tip. The engineer could also not identify any issues with the device being bent or piercing through the catheter tubing. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects could be identified in the provided photos a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: __________________________________________________ case 2: intravascular catheter number 24 is requested from the pharmacy. They send a bd insyte catheter, which when the first venipuncture attempt is made, the plastic part is damaged, then a new catheter is opened and it is observed with a damaged plastic tip.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: case 2: intravascular catheter number 24 is requested from the pharmacy. They send a bd insyte catheter, which when the first venipuncture attempt is made, the plastic part is damaged, then a new catheter is opened and it is observed with a damaged plastic tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.